Event description:
The pt is a (B)(6) gentleman who presented approx 12 days postop after ventral hernia repair with biologic mesh done on (B)(6) 2011 with evidence of a surgical site infection. The culture of the purulent material obtained from this wound has been suggested to contain yeast forms consistent with histoplasma based on morphology under microscopy. There is no growth of this organism as of yet in fungal culture. The pt had no signs of infection preoperatively and no pulmonary process post operatively. There is concern that an infection could have occurred at the time of surgery potentially from infected mesh implantation. Both pt's respiratory tract and mesh contamination are possibilities being considered in an attempt to determine the source of this pt's infection. Our infectious md consultant has consulted with the MFR, bard, about the xen matrix surgical graft used in this pt's case. The infectious disease svc is following this pt with our surgical team.